Manufacturer narrative:
Tech found that the siderail was not latching due to broken latch. Replaced broken latch to resolve this issue.

Event description:
Customer alleged that right siderail was not latching.